Event description:
It was reported that balloon broke. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation in the internal and common carotid arteries. During deflation, there was a different sensation and it felt like negative pressure was releasing on the syringe. When attempting to inflate the balloon, the balloon broke. There were no patient complications reported. It was further reported that when removing air from the device, negative pressure was felt escaping from the syringe. The balloon was noticed to be torn/ruptured/damaged during air removal. The procedure was completed with a different balloon catheter. The patient's condition was good.

Event description:
It was reported that balloon broke. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation in the internal and common carotid arteries. During deflation, there was a different sensation and it felt like negative pressure was releasing on the syringe. When attempting to inflate the balloon, the balloon broke. There were no patient complications reported.